Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increased lead impedance was noted on a patient's right ventricular lead during an unrelated procedure. The lead was capped any replaced on (B)(6) 2018, and the patient was in stable condition following the procedure.